Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury. The initial manufacturer report inadvertently did not include the lot # of the suspect device. Device available for evaluation; corrected data: the initial manufacturer report incorrectly reported that the device was not available for evaluation. Device evaluated by MFR; corrected data: the initial manufacturer report incorrectly reported that the device was not returned instead of reporting that the device had not been evaluated but was anticipated. The initial manufacturer report incorrectly reported that the device was labeled for single use. The initial manufacturer report incorrectly reported that the event was the initial use of the device.

Event description:
Analysis of the returned tablet was completed. The cause for the reported complaint is associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
It was reported that the physician's tablet had an error message "vns therapy error: unable to open the port: the system cannot find the file specified." Troubleshooting was performed by a company representative with a new tablet and the original usb cable and it was reported that the same issue occurred. The new tablet was connected to the new usb cables and the table worked as intended. The old tablet and usb cables were returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the programming tablet confirmed all quality tests were passed prior to distribution.